Event description:
Fmc clinic submitted product complaint with a reprocessed dialyzer. An internal "blood leak" of the dialyzer was found during the 35th pt use of the dialyzer. The leak was detected in the dialysate and confirmed with test strip. Estimated blood loss was 30 cc and reconfirmed with the health care professional. No medical intervention was indicated. Pt remained stable. MDR malfunction filed due to blood loss reported.